Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The date of the procedure was (B)(6) 2011. The current condition of the patient is recovered and back home. Representative samples were returned for evaluation. They were visually inspected for defects and none were observed. Then, the samples were tested for sterility and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a lateral episiotomy procedure in (B)(6) 2011 and suture was used on the mucous layer and skin. After about ten days, the surgeon found that the skin had ruptured and had a minor infection. The patient was treated with antibiotics. Additional information was requested.